Event description:
We were doing a chest tube placement on the above patient in CT. Everything went well and pleur-evac chest tube was connected and was draining. However, not too long after, dr [redacted] noticed that the chest tube tubing was leaking so a new one was replaced.